Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0011959834); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0011993327); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient had mitral regurgitation (mr) and a coronary artery occlusion (cao). No treatment was performed for the mr and, per the physician, the mr was not related to the device. Percutaneous coronary intervention (pci) was performed to treat the occlusion. Per the physician, the occlusion might have been caused by the patient's anatomy or implant position, rather than a product problem. Computed tomography (CT) analysis was scheduled to be performed. The patient's condition was stated to be improving. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5., e. Initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the mitral regurgitation at the time of occurrence is unknown. It is currently trivial. The left marginal artery was treated with percutaneous coronary intervention (pci). The pci was not a planned intervention. It is unknown if there was any previous coronary artery occlusion that occurred. It is unknown if the valve dislodged and occluded the coronary artery. It is unknown if the patient has a history of coronary artery disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.